Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the pt underwent a primary left l5-s1 spinal root decompression. On event date pt presented with leg pain. The investigator noted the event as moderate in intensity. The physician ordered epidural steroid injection for treatment. The condition was reported as resolved with treatment in 1999. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted "innercurrent illness" as a possible cause for the event.